Event description:
Further information was received from the physician, indicating that the discomforts could be related to the clinical trial or even a vestibular problem. It was reported that the patient will be checked again by a cardiologist during her new clinic visit, regarding the transient hypotension.

Event description:
It was reported that a vns patient had vagal episodes from (B)(6) 2015 and persisted for 6 months. The device parameters were not changed. It was reported that during that period, the patient was in a clinic study (trial) from (B)(6) 2015. But due to high discomfort, she stopped it in (B)(6) 2015. It was reported that those discomforts included especially dizziness with nausea, sometimes accompanied by blurred vision and pallor, without loss of consciousness. It was reported that when a cardiologist saw the patient in (B)(6) 2015 for a clinic examination / ECG / abpm, the patient showed a sudden hypotension (70-80 systolic) without symptoms reported above. The patient was again seen by the cardiologist in (B)(6) 2015, who indicated that everything was fine. It was reported that the patient was initially implanted with vns in 2002, and then replaced in 2010. No patient adverse events were reported during that period before (B)(6) 2015. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. No additional relevant information has been received to date.